Event description:
It was reported that during a hip surgery the patient was seen to be in tachycardia and cardio-pulmonary resuscitation was given. In addition, the patient was shocked appropriately and successfully during the surgery. Post-operative the right ventricular (rv) lead information was reviewed and t-wave oversensing (twos) was noted to be present on the rv lead. The twos did not result in inappropriate therapy and was unrelated to the patient's tachycardia. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. The primary analysis revealed that the lead was oversensing. It was also noted that there was 1 ventricular non-sustained event equal to 196 milliseconds on (B)(6) 2013; two lead failure predictor high trate non-sustained equal to or less that 195 millisecond average v-cycleon (B)(6) 2013; concomitant products: 4196 implantable pacing lead (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2007. (B)(4).